Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; therefore, a failure analysis could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported resistance noted during release pin removal and detached actuator knob appear to be related to procedural conditions. Patient morphology/pathology likely contributed to the reported difficulty grasping the leaflets and single leaflet device attachment (slda). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because during the procedure the actuator knob detached and a surgical clamp was required to deploy the clip, which is considered medical intervention. Additionally, post-procedure the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for treatment. It was reported that the mitraclip procedure on (B)(6) 2015 was to treat functional mitral regurgitation (mr) with a grade of 4 and challenging patient anatomy due to restricted posterior leaflet. There was difficulty grasping the leaflets due to the restricted posterior leaflet; however, the clip was able to grasp the leaflets after two attempts. During removal of the release pin, resistance was noted and the actuator knob detached from the delivery catheter (dc) handle. After turning the screw with a surgical clamp, the clip was able to be successfully deployed. The procedure was completed successfully with mr reduced to 1-2, no reported adverse patient sequela, and no clinically significant delay in the procedure. On (B)(6) 2015 during routine follow-up, a single leaflet device attachment (slda) of the deployed clip was noted. No additional treatment was performed at that time and the patient was discharged with no reported adverse patient sequela. On (B)(6) 2015, an additional clip was deployed reducing mr from 3 to >1, with no reported adverse patient sequela. The patient was discharged from the hospital on (B)(6) 2015 and is doing well. There was no additional information provided.